Event description:
On (B)(6) 2018, the patient was primo-implanted with the subject pacemaker, a vega r45 in the atrium, and a vega r58 in the right ventricle. Lead measurement at implant were normal. On the afternoon of (B)(6) 2018, the patient had a syncope when she was still in the hospital. On (B)(6) 2018 , the pacemaker was interrogated and thresholds tests were performed that evidenced a loss of ventricular capture. Xray scan were performed that evidenced that the screw of vega r58 was extended and the leads correctly connected to the pacemaker. The physician suspected a lead dislodgement or a lead perforation. A reintervention was performed. The ventricular lead was extracted without difficulty and replaced. The physician would like an analysis of this case and would like to know if the issue is due to a lead dislodgement or a right ventricular perforation.